Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint of interface board. The pump was unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify rewind anomaly due to blank display. The pump was received with minor scratched display window, cracked case at display window corners and broken reservoir tube lip.

Event description:
The customer reported via phone call of a blank display and rewind anomaly from the insulin pump. The customer's blood glucose level was 130 mg/dl. The customer stated that sometimes the pump goes blank and the piston in the reservoir will not rewind. The customer was advised to insert new aaa alkaline batteries. The insulin pump will be returned for analysis.